Event description:
It was reported that a patient presented with high impedance noted on the patient's right ventricular lead. Lead fracture and scar tissue was suspected. The lead was surgically revised and was inactive. No adverse patient consequences were reported.

Event description:
New information received notes that the issue was noted on the pacing impedance. The lead was not replaced.